Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the monitored airway pressure shows zero with auto triggering. The customer reported crystalized liquid medication for the nebulizer was found stuck all over the exhalation valve and membrane. Additionally, the customer reported when the airway pressure gets zero when auto zero solenoid valve opened to release the pressure and determined the most likely cause of the reported event was the airway pressure transducer failure. The issue occurred during patient-use. The customer reported there is no patient consequence associated with the event.